Event description:
Left knee effusion [joint effusion]. Left knee swelling [joint swelling]. Case description: an spontaneous report was received on (B)(6) 2009, from a (B)(6), female, patient, with a history of arthritis of the knee, initials (B)(6), who experienced left knee swelling and knee effusion after starting synvisc. The patient had a history of previous treatment with synvisc (unknown dates in 2007 and 2008). She received injections of synvisc into the left knee on (B)(6) 2009. On the evening of the third injection, her left knee started to swell and continued to swell throughout the next day until it "was the size of a balloon". She was seen by her healthcare provider on (B)(6) 2009. The left knee was drained and she was given a cortisone injection. The patient reported that since receiving treatment, most of the left knee swelling has gone down. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.